Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and insulin pump alarmed replace battery now and low battery. The customer reported that the battery died in the middle of the night. The customer¿s blood glucose was 527mg/dl. The customer treated it with a bolus. The customer declined to perform troubleshoot for high blood glucose. Customer received a low battery alert prior to the replace battery now alarm. The insulin pump will not be returned for analysis.